Event description:
The customer reported being hospitalized for high blood glucose of over 600 mg/dl. Troubleshooting was performed. The customer stated that the paramedics were called, and she was taken to the hospital by ambulance. The customer stated that when the cannula was removed, it was bent. The alarm history revealed several low reservoir alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.